Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone: lockdown. Cloud - omnipod 5 software app version: 3.1.1. Cloud - smartphone operating system: n5004l-am-q-mv01602-06-01.06. Cloud - smartphone hardware: n5004l. Cloud - cgm sensor type: g6.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had decreased to 50 mg/dl while wearing the pod between 12 hours. Symptoms reported include nausea as well as a lower abdomen pain. The patient reports they had consumed sugar tablets and peanut butter prior to going to the hospital. Once at the hospital the patient was diagnosed with low blood glucose levels as well as pancreatitis and gastritis. The patient was treated with intravenous fluids and insulin for low blood glucose. The patient was told to not have food by mouth while she was put on a clear fluid diet for a day and on a soft diet for another whole day before going back to her regular diet while in the hospital. The patient was discharged from the hospital after 2 days.